Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 16-nov-2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot#: u20134.

Event description:
On 07-nov-2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 0.06 ng/ml on a patient. There was no patient information at the time of this report. Method: date: tested result: I-stat; (B)(6) 2020; 14:00; 0.06. I-stat (B)(6) 2020; ni; 0.00. Sample collection/test times not reported facility positive cut-off value for I-stat troponin test: 0.04. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00t; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).